Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor for evaluation. The distributor evaluation verified proper device functionality. The device's ECG acquisition and pulse delivery circuitry was fully functional. There is no indication of any device "maflunction".

Event description:
A us distributor contacted zoll and reported that the patient was appropriately treated by the lifevest on (B)(6) 2018. The patient was appropriately treated at 23:59:24 during vt. The post-shock rhythm was asystole, with a spontaneous return of circulation approximately one minute after the appropriate treatment. The patient regained consciousness and went to the ER for further evaluation. The patient continued to wear the lifevest following the event. There is indication of a device malfunction. The lifevest operated as designed and treated the vt. Post-shock asystole is a known potential outcome of defibrillation.